Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event. The patient reported not getting any readings and the sensor had a ¿brief sensor issue¿ and then the cgm values would return intermittently. The reporter stated she went to visit the patient at her dorm room and found her unresponsive. The reporter was unaware of the cgm had reading on it before the patient fell asleep, but the cgm was stating to ¿replace sensor now¿ with no other information provided. Therefore, the patient¿s cgm value was unknown. The patient¿s bg meter reading was taken twice; the first test was 63 mg/dl and the second was 43 mg/dl. The patient¿s roommate called 911. By this time, the patient woke up but was sluggish. The patient¿s roommate gave the patient juice while waiting for emergency medical services (ems). At the time of report, ems had not yet arrived. The reporter ended the call with dexcom; therefore, no further event details were provided. Attempts to reach the reporter back for further event details were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/17/2025, it was reported that the patient experienced a hypoglycemic event. The patient reported not getting any readings and the sensor had a ¿brief sensor issue¿ and then the cgm values would return intermittently. The reporter stated she went to visit the patient at her dorm room and found her unresponsive. The reporter was unaware of the cgm had reading on it before the patient fell asleep, but the cgm was stating to ¿replace sensor now¿ with no other information provided. Therefore, the patient¿s cgm value was unknown. The patient¿s bg meter reading was taken twice; the first test was 63 mg/dl and the second was 43 mg/dl. The patient¿s roommate called 911. By this time, the patient woke up but was sluggish. The patient¿s roommate gave the patient juice while waiting for emergency medical services (ems). At the time of report, ems had not yet arrived. The reporter ended the call with dexcom; therefore, no further event details were provided. Attempts to reach the reporter back for further event details were unsuccessful. Data investigation confirmed wearable failure. The probable cause could not be determined. .no additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.